Event description:
It was reported that the actual pressure inside the patient was not showing on the pneumosure when in us. The pressure continuously says 0. Furthermore, when testing outside of patient with testbag the pressure say 0 but the actual pressure goes up as high as 55 mmhg. Additional information was obtained confirming patient was not injured due to insufflator and the procedure was completed successfully. The surgery was converted to an open procedure, but not because of the insufflator.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root causes for the reported failure could be due to: software malfunction; unwanted movement of internal components/wiring and/or; use error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the actual pressure inside the patient was not showing on the pneumosure when in us. The pressure continuously says 0. Furthermore, when testing outside of patient with testbag the pressure say 0 but the actual pressure goes up as high as 55 mmhg. Additional information was obtained confirming patient was not injured due to insufflator and the procedure was completed successfully. The surgery was converted to an open procedure, but not because of the insufflator.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.